Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device generated heat and the bearings are worn down. The device was being used during surgery. There was no pt or user injury. No add'l info available.